Event description:
In 2008, the patient reported that he received three boxes of infusion sets with incorrect content. He stated the package label indicated the box should contain infusion sets with 10mm cannula length. The boxes contained infusion sets with 6mm and 8mm cannula lengths. No physiological effects were reported. No further information is available. Product was requested to be returned for evaluation.